Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2019 with thin bloody drainage from their driveline site. A swab of the driveline site tested positive for moderate staphylococcus aureus. A computed tomography (CT) scan of the driveline site was performed on (B)(6) 2019, the CT scan revealed local inflammatory tissue adjacent to the lvad driveline within the subcutaneous fat of the upper right quadrant of the abdomen. The patient was discharged on (B)(6) 2019 with outpatient parenteral antibiotics cefazolin and vancomycin for 14 days.